Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 520mg/dl. The customer treated the highs with manual injections. The customer declined to troubleshoot for the highs. The customer was advised to monitor the device and call back if issues persist.